Manufacturer narrative:
It was reported that a patient was undergoing a coronary artery bypass grafting (CABG) and lint from the towel was noted in the surgical area. The clinician removed the lint from the surgical incision without further incident. There was no injury reported. There was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. No additional information is available. A sample has not been returned for evaluation however, due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that there was lint from a towel in the surgical area of a patient during a procedure.